Event description:
International distributor contacted dexcom technical support on (B)(4) 2013 to report that upon removal of sensor on (B)(6) 2013 due to sensor failure, patient reported the wire was not visible on the underside of the sensor pod. The patient removed the transmitter from the sensor pod while the sensor was still adhered to her body, which is a practice against cgm's user's guide recommendations patient experienced no discomfort and required no medical intervention. At the time of her contact with the international distributor, patient reported being in fine condition.

Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.